Event description:
It was reported that the pt presented with a broken s&n hip stem. During revision surgery, the femur was severely damaged and therefore additional to a new stem cable for stabilization were implanted. In a second revision surgery on (B)(6) 2012, a ncb proximal femur periprosthetic plate was implanted. During implantation, the distal screws were inserted too steep and the surgeon had difficulties to back the screws out. The screws were replaced by new ones, but during post-surgical control of the x-rays, it was noticed that two distal screws were pulled through the holes of the plates.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. There is no indication for a product failure. With the information given so far, no further investigation is possible. The root cause for this event cannot be identified. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).